Event description:
It was reported on 2022 aug 03 that the therapy was not helping to manage the patient's tremors. The caller mentioned that the patient had always had difficulty getting the recharger antenna to stay in position over their inss, even with the recharging shoulder holster. The caller also mentioned that the patient had moved to an assisted living facility, and the nurses had not charged the patient's inss. The caller did not know the last time the inss were charged. The agent reviewed that therapy may have turned off if the inss had not been charged in a long time, which would have resulted in a return of the patient's symptoms. The caller stated that about a week and a half ago, they visited the patient on a wednesday afternoon and tried to show the nurses how to use the recharger, but they could not get it to work. The caller mentioned that they could see something on the recharger display, but they could not remember specifics. The caller was not with the patient or the equipment, so troubleshooting could not be performed. The agent advised the caller to call back when they are with the patient and equipment to troubleshoot. Additional information was received from a consumer on aug 05, 2022 that patient services (pss) had the caller begin a charging session on the patient. The screen the caller described appeared to be the repositioned antenna screen. The caller confirmed the positioning of the recharger antenna and attempted repositioning multiple times. The caller stated they would see the repositioned screen, and the recharger would go blank. No visible damage to the recharger antenna. Pss asked if the patient's ins pockets could have been loose or if the implant appeared to be flipped. The caller stated the ins could have flipped as the patient had lost weight, but they could not confirm. Due to the overall situation, pss offered to replace the recharger to attempt to help the patient charge their implants and redirected the patient to their hcp. An email was sent to repair to replace the recharger. Additional information was received from a consumer on 2022 aug 15 and it was reported technical services confirmed both inss were over-discharged and re-reviewed with the patient representative on how to initiate physician recharge mode and how to recover ins from over-discharge when they meet with the patient. Additional information was again received on 2022 aug 16 via the manufacturer representative and they got the approval to deliver a wireless recharger w9200 to the patient who is having recharging issues with the staff also doesn't understand recharging. Also, the rep will be meeting with the patient and family to get the devices up and running again. Additional information was received on 2022 aug 17 via the rep and it was confirmed that they completed 1 pmr on both devices and started a 2nd pmr. During the call, both devices appeared to begin to charge normally with the wrs rep received. Ts reviewed to ensure they charge the patient's devices up to min of 25% and then interrogate with a610 to clear por message to turn stim back on. On 2022 aug 19, the rep confirmed that they could clear pors, connect to inss and turn stim back on at about half of what it had been before over-discharge. The patient left the office with left ins at 50% and right ins at 0% and instructions to continue charging. The caller stated the patient's representative called them yesterday, indicating that the patient programmer was showing a low battery icon for both inss. Tss reviewed this would be expected after over discharge as inss can charge/discharge erratically. Tss reviewed to maintain the charge on both inss as much as possible. The rep also noted they'd had a previous patient over-discharge, but ins had only been over-discharged about 50 days. Additional information was received from the manufacturer's representative on 2022 sep 16, who reported the patient programmer showi ng low battery resolved and the patient was able to charge fully both inss with the wireless recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.